Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt reportedly is a runner and experienced a stress fracture of the femur. The stress fracture did not heal. Surgeon decided to implant a femoral nail to provide support to prevent other fractures and help the fracture heal. During the procedure, the drill stop did not engage properly. The drill stop was set to a certain depth and was supposed to stop at a set number. The surgeon felt the device slip and began to monitor the location of drill bit under image. Surgeon was able to complete the procedure by implanting nails and screws.